Manufacturer narrative:
Follow-up # 1 ¿ (07/26/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/16/2013 and 7/22/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging he had obtained an inaccurate low control result with his onetouch ultralink meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not recall when the reported product issue first began. The patient¿s testing frequency and diabetes management are not known. According to the csr¿s documentation, prior to the start of the alleged issue the patient was reportedly experiencing unspecified hypoglycemic symptoms; the patient¿s previous blood glucose reading prior to the start of the alleged issue is not clear and it is not known if the patient tested his blood glucose with another device after the alleged issue occurred. At the time of the alleged product issue, the patient reportedly obtained a control reading of ¿114mg/dl¿ and the control solution range on the vial of test strips he was using at that time was ¿124-165mg/dl¿. According to the csr¿s documentation, on (B)(6) 2013, at 7:30pm (while the patient was on the phone with the csr) the patient consumed more food/drink as treatment and the csr contacted the emergency medical service (ems) for the patient. It is not known when ems arrived, it is not known what type treatment (if any) the patient may have received from ems, the patient¿s blood glucose reading with the ems¿s device is not known, and it is also not known when the patient¿s symptoms improved. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.